Manufacturer narrative:
The device was used in the treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint (pn (B)(6) rev e) provides instructions for troubleshooting and usage of the device. The case log files and screenshots were reviewed. In this case and in the report, it is not noted if the surgeon made ligament releases. The final plan shows medial gaps of -4.2 in ext and -2.7 in flexion. Should the surgeon have made ligament releases, and have done this intra-operatively, it is recommended that the surgeon go back and re-collect joint laxity. This is the method by which the surgeon can ¿update¿ the joint laxity in the system, as the system shows the planned gap space, and reads the live final gap space, but does not have knowledge of ligament releases unless the information is recollected in the system. The femoral cut looked clean (white, few red spots around the edges). Additionally, the checkpoint verification passed when entering the post-operative collection. Additionally, should the surgeon have switched the poly thickness at the end of the case while trialing, it is recommended to recollect the baseline rom to reset the baseline collection to reflect the poly thickness being trialed. It appeared this recollection happened at least once in the case; however, we do not know if this was due to a poly swap. The system performed within expected parameters. No containment or corrective actions are recommended at this time. Without supporting clinical/medical documents, a thorough clinical/medical investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed.

Event description:
It was reported that during surgery, the knee was much more lax than anticipated, and there were odd readings during the final stressed rom collection with a huge jump in laxity. There was a significant jump in the medial side, and the surgeon noted that what he saw on the computer screen wasn¿t what he was seeing. Issue was resolved by increasing poly size and went with what felt good instead of relying on navio.

Manufacturer narrative:
Additional info: d10.